Event description:
Reporter indicated a dell vns handheld computer's screen froze after interrogation. The screen freezing was resolved with a soft reset. The dell handheld computer and flashcard will not be returned.